Event description:
The manufacturer was notified of a serious adverse event involving a liva nova product via the department of health and human services. Medwatch FDA # mw5088087 on (B)(6) contained the following event. On 2017 acute decompensated heart failure due to early stenosis of sorin aortic valve 23mm. FDA safety report ID # (B)(4). The device in question is a mitroflow dla19 which was implanted on (B)(6) 2015. No further information was received.

Manufacturer narrative:
Based on the information received from the FDA it is not possible to perform any investigations as the specific device serial number is unknown and the device is not available. Structural valve deterioration is known inherent risk of device for biological valve implants. At this time based on the information available the root cause cannot be established.